Manufacturer narrative:
Operator of device is unknown; no further information was provided. No serial number was provided; therefore, no device history record (DHR) review could not be performed. No product was returned; therefore, visual and functional test could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient went to the hospital as they had ongoing issues with cassettes working properly. No patient injury reported.